Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083494) that a patient of unknown age and sex who underwent an unspecified breast implantation procedure with a 550cc mentor smooth round moderate plus profile saline prosthesis and an unspecified mentor saline breast prosthesis, reported experiencing the following: "I had mentor saline breast implants put in 2007, within 2yrs my hair was falling out. I had gout, chronic fatigue, severe shoulder pain, severe back pain, brain fog, my thyroid started having issues. I had just turned when I got the implants. I had my breast implants removed on 2018 and 90% of my symptoms were gone after the first month of recovery. Nobody told me about any adverse reactions to implants other than, maybe back pain due to the weight of implants. These need to be taken off the market or give fully informed consent when someone gets these put in." The patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the device 1 of 2 breast prosthesis.